Event description:
The stopcock rotator broke under pressure. No report of harm or injury. The customer reported two defective devices but did not provide additional details or clinical info for the additional event. Therefore, this single report will be filed.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval / investigation. The lot number was not provided. Therefore, a review of the device history record could not be performed. A f/u report will be submitted when the device eval is completed. Eval method: device history record could not be reviewed. Conclusions: a f/u report will be submitted when the eval is completed.